Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 6 months post implant of this 20mm pulmonary valved conduit in a (B)(6) year old pediatric patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The reason for replacement was reported as pulmonary stenosis with the conduit measuring "7-8mm at what appeared to be the proximal anastomosis site". No additional adverse patient effects were reported.